Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop was detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that one of the loops was cut approximately 4 cm from the bonding section. The suture was not returned for analysis. Additionally, the stent presented red and brown residue which may indicate blood or corporeal fluids, suggesting manipulation by the user either inside or near the patient; however, this cannot be confirmed.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop was detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4): torn material. (B)(6).